Event description:
On (B)(6) 2015, a customer reported a series of unexpected negative antibody screens on galileo neo, when tested between (B)(6) 2015.

Manufacturer narrative:
Immucor technical support received a fax of information from the customer site on 22may2015 which contained the details of the testing information. This fax was subsequently assessed by immucor technical support.